Event description:
The nurse from a public hospital reported that a patient presented with darkness in the wounds of both legs after the application of aquacel. The reporter states the other devices utilized together were rayon, gauze, and sometimes dersani. The product was in use for 7 days.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The reporter states the device was disconnected. Add'l info has been requested regarding the reported complaint. There are no add'l pt/event details available at this time. Should add'l info become available, a follow-up report will be submitted. A return sample for eval is not expected. (B)(4).